Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock for svt. Programming changes were made. The patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.